Event description:
It was reported that during an unknown procedure, the clips did not close completely. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Indicator wheel. Evaluation summary: the analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator did not show up completely. No clip formation issue was noted during testing. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.